Event description:
It was reported by the affiliate that (1) tct75 was used during a partial gastrectomy procedure. It was reported that upon firing the instrument, only some staples went out and the knife did not move. The case was completed with another instrument. There was no pt consequence.